Manufacturer narrative:
Follow-up #1: date of submission 9/2/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings:.unexplained "por" event observed in black box prior to complaint date.. No battery cap returned. All testing performed with a test battery cap. Battery cap is unable to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Battery compartment threads damaged..pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation.. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.